Manufacturer narrative:
Device was returned for testing and passed testing as per the test method requirements. No medical history or medical report on the consumer was made available. No link could be determined between the incident and the device. The consumer had been using the device for a prolonged and daily time period before the incident without experiencing any adverse event. Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Report was received from our distributor in (B)(4) that a consumer suffered a brain haemorrhage while he was using the slendertone abs. Consumer was hospitalized for 2 weeks. He used the unit twice a day, each day for 2 months.